Event description:
The customer reported via phone call that the clear ring at the top of the reservoir compartment that holds the reservoir on the insulin pump was gone. The customer experienced a high blood glucose level of 580 mg/dl. The customer delivered insulin with a syringe to treat her high blood glucose level. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump received with broken reservoir tube lip, missing end cap sticker, missing reservoir tube o-ring, and cracked battery tube threads.